Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -5.5/+2.0/117 (sphere/cylinder/axis) into the patient's right eye (od) in (B)(6) 2014. Lens rotation not associated to a low vault was reported. The lens remains implanted. The patient does not want any further surgery and is happy. H10: malfunction. Claim # (B)(4).

Manufacturer narrative:
B5: corrected information: previously reported the lens was repositioned. The lens has not been repositioned but it is planned. Additional information: the lens was implanted (B)(6) 2014. The lens rotated. The cause is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. Date of event -unk. Implant date -unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -5.5/+2.0/117 (sphere/cylinder/axis) into the patient's right eye (od) in 2014. The lens was repositioned. Reportedly the lens remains implanted. The cause of the event is reported as unknown.